Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt0755 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported by the facility that the PICC was placed on (B)(6) 2017. On (B)(6) 2017, it was disconnected as a leak was found beneath the red hub and extension juncture. Patient was on "vasosupressors" and couldn't keep his blood pressure up. When tracing the IV tubing back to the PICC, it was noted that the medication was leaking onto the bed and the patient wasn't receiving medication.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive because no sample was returned to bard access systems for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument contact, tensile damage and material fatigue; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of rebt0755 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported by the facility that the PICC was placed on (B)(6) 2017. On (B)(6) 2017, it was disconnected as a leak was found beneath the red hub and extension juncture. Patient was on "vasosupressors" and couldn't keep his blood pressure up. When tracing the IV tubing back to the PICC, it was noted that the medication was leaking onto the bed and the patient wasn't receiving medication.